Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of repeat peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis event is the patient not masking. This is supported by the culture results of coagulase-negative staphylococci which are the predominant normal flora on human skin as well as anterior nares and conjunctiva. It¿s the most common pathogen that is responsible for 50% or more of peritoneal dialysis related infections. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that the peritoneal dialysis (pd) patient was in the hospital for a dialysis related infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) /2024 for a routine appointment. The patient was asymptomatic; however, peritonitis was discovered by the clinic staff. The patient¿s culture was positive for coagulase-negative staphylococcus (no species provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis event was the patient not wearing a mask. Per the pdrn, the patient did not fully recover from the peritonitis event. On (B)(6) 2024, another culture was obtained. The culture resulted positive for the same organism, coagulase-negative staphylococcus. The patient was once again prescribed ip vancomycin (dose, frequency, and duration not provided). The pd clinic has classified these two episodes as repeat peritonitis since it¿s another episode of peritonitis more than four weeks after completion of antibiotic therapy, but with the same organism. The patient did not require hospitalization for either of these events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported to fresenius that the peritoneal dialysis (pd) patient was in the hospital for a dialysis related infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6)2024 for a routine appointment. The patient was asymptomatic; however, peritonitis was discovered by the clinic staff. The patient¿s culture was positive for coagulase-negative staphylococcus (no species provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis event was the patient not wearing a mask. Per the pdrn, the patient did not fully recover from the peritonitis event. On (B)(6)2024, another culture was obtained. The culture resulted positive for the same organism, coagulase-negative staphylococcus. The patient was once again prescribed ip vancomycin (dose, frequency, and duration not provided). The pd clinic has classified these two episodes as repeat peritonitis since it¿s another episode of peritonitis more than four weeks after completion of antibiotic therapy, but with the same organism. The patient did not require hospitalization for either of these events.